Event description:
Report received of an undocumented incident of a tubing "burst" during use with a power injector. An e-z-em power injector was connected to the prepierced y-site port of the tubing set. The customer indicated that the power injector was set to deliver 150ml of omnipaque contrast at a rate of 3ml-5ml/sec. Reportedly, after about 75% of the contrast media was injected, the tubing "burst" below the y-site. The IV site remained patent. The tubing set was discarded and the injection was resumed using a "prn adapter." The customer indicated that there was no delay in diagnostic testing.